Event description:
The customer stated that her blood glucose test results had been higher than usual. She performed some control tests and received results of 162 mg/dl and 181 mg/dl. The normal control range was 88-122 mg/dl. The customer did not allege any adverse events. The test strips were returned for evaluation, and replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned test strips to read an average of 31 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent. This complaint was initially missed by customer service and qa, so it will be submitted past the 30 day window.